Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross the lesion had most likely contributed to the reported separation of the guide wire. The applied stress would localize and exceed the product design limit likely when the tip of the guide wire was being caught and restricted its movement by the lesion. It was concluded that this event was not attribute to product quality. Instructions for use (IFU) states: [warnings]: never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire "fell off" and therefore failed to cross an occlusion in the proximal obtuse marginal branch (om) during a percutaneous coronary intervention (pci). It occurred when the guide wire was repeatedly manipulated in attempts to pass through the occluded segment of the proximal om. The physician gave up opening the om. No additional information was obtained.